Event description:
Information was received that the rod was not distracting. No patient adverse event was reported. There are no plans at this time to revise the rod.

Manufacturer narrative:
The device has not been returned for evaluation as it remains in-situ and a lot number is not available. The root cause is unable to be determined at this time. If any additional information is provided, a supplemental report will be submitted.